Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.